Manufacturer narrative:
It was discovered on (B)(6) 2021, that lot number 7505039, was errouneosly omitted in initial report. Manufacturer¿s reference number: (B)(4), section d4. Lot field has been updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent primary breast augmentation surgery with a 255cc mentor memorygel left breast implant and 350cc mentor memorygel right breast implant experienced bilateral rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2021. This medwatch form is for the right breast prosthesis.